Manufacturer narrative:
The user facility's biomedical engineer (biomed) is replacing the circuit board in the unit and making necessary repairs.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was tripping the circuit breaker in the operation room (o/r). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.